Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator was in backup mode due to off-label MRI use; high voltage therapies were not active. The ICD was restored back to normal settings. The patient condition was stable.